Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as: revision occipital cervical fusion. For which patient underwent: anterior cervical diskectomy and fusion (acdf) at levels c4-c5. Intra-op, the implant fractured during insertion into c3-c4 disc space. It was replaced successfully with another implant of same size. The product came in contact with the patient. No fragment of the implant remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination of the returned implant confirmed that the top portion of the implant is broken into multiple pieces. Not all of the broken off pieces have been returned for analysis. Witness marks and deformation of the locking tab is noted. Deformation is noted on one side of the implant at the radius of the inserter tab interfaces. Optical examination of the fracture surfaces identified a brittle fracture with rays emanating from the area of fracture propagation. The above observations are consistent with significant impaction force utilized during the attempted insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.